Event description:
Customer reported a blood glucose result of either 570 mg/dl or 548 mg/dl on the advantage system at a time when he was symptomatic of hypoglycemia. He took 10-15 units of insulin based on the result. One hour later, he had to be taken to a hospital, where his blood glucose was determined to be 42 mg/dl. He was treated with a glucose injection. A request was made for the return of the system, replacement was sent.